Event description:
It was reported through a social media post that a patient had a deep brain stimulator implanted for tremors. The patient experienced a decline in his cognitive ability and passed away. It is unclear if the patient was implanted with devices from this manufacturer. No other information was received.